Event description:
This is a follow-up report to inform FDA that facility has made numerous attempts to get all necessary information to complete this report from the hospital that performed the implant as well as the pt's current physician. All attempts have been to no avail and therefore this report remains incomplete. The filing of this report is to comply with the smda with the intent to improve the quality of the care the patients receive. By filing this report, the osu hospitals does not admit fault or liability on behalf of its employees.